Event description:
It was reported that during the use of bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube, one (1) tube appeared to be clotted. No adverse impact was reported regarding the patients or users.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection g.4. There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k213670; k231373 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.